Event description:
During troubleshooting a low drain volume alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed to the technical service representative (tsr) the patient line had spaces of air. The tsr assisted the hp with ending therapy to restart with new supplies. During a follow up with the nurse regarding air in line, it was reproted that the hp was seen on (B)(6) 2010, and that hp did not report anything about air in line. Per nurse, hp is doing fine and continuing therapy without issues. The nurse stated that hp did not report any issues with the therapy or supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the ldva is the air in the patient line. The cause of air in line was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the ldva is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The nurse did not know the lot number and suggested that hp discards the supplies after use. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.